Manufacturer narrative:
As the actual date of event is unknown, the date when the article was published will be used as the date of the incident until further information is received.

Event description:
Within the article ¿initial clinical experience with a polytetrafluoroethylene vascular dialysis graft reinforced with nitinol at the venous end¿, published by filippo benedetto et al, within the journal of vascular surgery from 2016, the published results indicated the following: the retrospective study was conducted including 32 patients who underwent gore® hybrid vascular graft implantation for hemodialysis access placement between october 2013 and november 2015. A propensity-matched control group, included 43 patients, was obtained from consecutive patients who underwent standard ptfe arteriovenous graft implantation between january 2010 and july 2013. The selection criteria were inadequate venous material for autogenous arteriovenous fistula placement, patent deep venous circulation, and vein diameter of 4 to 8.5 mm. Survival, functional patency rates, and complications were compared with a propensity-matched historical control group. The graft configuration was brachial-axillary, brachial-basilic loop, brachial-antecubital loop, axillo axillary loop, and femoral loop. Technical success was 100%. Early complications (within 30 days) were as follows: acute lower limb ischemia in one patient with femoral-femoral configuration, successfully treated with thrombectomy.

Manufacturer narrative:
(B)(4).